Manufacturer narrative:
(B)(4). Additional information: a service history review revealed this device has been previously sent into service for the reported condition baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump which failed to alarm for air in the line was found and confirmed by a baxter service technician. This condition was caused by a faulty air sensor. The air sensor was replaced to correct this condition. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump failed to alarm for air in the tubing. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.